Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The helix seemed to "pop" out of the end in an unusual fashion. The physician tried to find a good location, but the helix was extending in a "popping" fashion again. The helix was retracted and the lead was removed. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.